Event description:
Repeated problems with medtronic diabetes silhouette infusion sets extending over three years. The adhesive patch became unstuck, pulling the cannula from my skin. In recent more serious instances the adhesive patch appears normal but the cannula pulls out, sliding out of sight under the patch. In either situations insulin administration is lost and wasted on the skin of my thigh. I can only use thigh site because tumbar 5 fracture requires me to use an orthotic back brace eliminating abdominal sites. In each instance I have reported the issue to the medtronic support call center. On several occasions they asked me to return the defective patch for quality control examination. Medtronic does not supply me with the report of their qa tests. I have had genetically brittle type 1 diabetes for 46 years, with six years on a medtronic diabetes paradigm revel 723 insulin pump, the only model approved by medicare. The major health issue for me and my primary care physician who is also my endocrinologist, metabologist, diabetologist, and certified diabetes educator, is that whenever there is a silhouette infusion set issue it takes 24-72 hours or more for blood sugar control to be normalized. Frequently where my blood glucose level is over 250 mg/dl, the lost insulin results in diabetes ketoacidosis varying from trace to large, and a few instances of high. The dka, which can be life-threatening, can take 24 hours or more to clear. My physician is very concerned and told me to ask medtronic to submit an adverse medical device report to the FDA. A medtronic call center supervisor told the call center agent who was assisting me that the call center does not initiate FDA adverse event reports, recommending that I contact the FDA directly. The medtronic support call center did not offer an alternative infusion set, although they did recommend I try their sure-t set which has a steel cannula that will not bend, so therefore - in theory - should remedy the problem with the silhouette set cannula pulling out. I explained it is time to renew my prescription for infusion sets and that dr. (B)(6) had asked them for a recommendation since they are experts on their products. I requested that medtronic provide me with copies of all the times I called them to report silhouette site issues. They added it will take some time to research and generate reports for me, which will be mailed when available. Medtronic support has been outstanding, except for the limited response on these silhouette issues. They have sent one or two replacement sets for reported failed cannulas. They have not responded to my requests for improvement of the infusion site adhesive patches.